Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found experiencing two occurrences of safety shield failure during use. The following has been provided by the initial reporter: it was reported the shield fell off the eclipse needles. Pink safety shield fell off needle onto pt lap immediately prior to blood draw. Another staff member also had safety shield pop off after taking blood.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found experiencing two occurrences of safety shield failure during use. The following has been provided by the initial reporter: it was reported the shield fell off the eclipse needles. Pink safety shield fell off needle onto pt lap immediately prior to blood draw. Another staff member also had safety shield pop off after taking blood.